Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had been having stools that they didn't know they were having. They had been on 3 different programs and had increased the stimulation but they couldn't feel it. The caller indicated that this had been going on since the 2nd week of june. They were leaking stool and do not know when they have to go to the bathroom. Normally if they sit on a cold toilet seat they can feel the stimulation. Reviewed with the caller that they do not have to feel the stimulation for it to be working and that they can try increasing the stimulation or changing programs. The patient was able to increase the stimulation and feel it in the bike seat area. When they stood up, they felt an uncomfortable sensation in the vaginal area, so they turned the stimulation down and that resolved the uncomfortable sensation. The caller also reported that when they visit different climates, the stimul ation "goes wonky" and they need to adjust it. The caller was not sure if different climates or weather can impact stimulation. Caller will maintain stimulation and adjust as necessary.